Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was not reported. It was unknown if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). This is a solicited report received as a part of patient retention program. Should additional relevant information become available, a follow-up will be submitted.